Event description:
It was reported by the customer that the bd pyxis¿ medbank tower drawer did not open. The customer reported that a malfunction occurred while the user was attempting to dispense prednisone 5mg tablet to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer did not open when trying to issue an item prednisone to the patient which might be due to loose cubie. A technical support specialist logged into myqlink and verified that the transaction was recorder, logged into the cabinet and verified that none of the drawer opened when using the locate feature to open the drawer. Further, the technical support specialist disabled all universal serial bus power management settings, chose high performance power, disabled universal serial bus selective suspend setting, ran master upgrade, restarted the cubex software and confirmed that the customer was able to use the locate feature and cycle count to correct the count for the item to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.